Event description:
Reporter indicated that pt's lead was explanted due to suspected lead discontinuity. Further follow-up revealed that diagnostic testing of the pt's device in 2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible malfunction. Previous diagnostic testing of the pt's device yielded acceptable results in 2001. Review of x-rays taken in 2002 did not identify any obvious discontinuities in the lead. It was reported that the pt has been seizure-free since vns implant and no adverse events were reported in conjunction with the high lead impedance condition. Both the lead and generator were replaced.

Event description:
Additional information was received which indicated that the patient's revision surgery on (B)(6) 2002 due to fibrosis around the nerve. A programming history review found that the last lead test and normal mode test were performed on (B)(6) 2002. Both tests showed high impedance. The diagnostic results from (B)(6) 2001, the last tests taken prior to this date, were within normal limits. Attempts for additional information have been unsuccessful. No additional information was provided. The information in this report was previously reported in MFR #:1644487-2013-00182 inadvertently as it was unknown at the time that the high impedance event had been previously reported.